Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had evidence of right atrial (ra) and right ventricular (rv) loss of capture (loc). Boston scientific technical services (ts) recommended evaluating the outputs. No adverse patient effects were reported.